Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the (B)(4) clinical chemistry analyzer. The fse inspected the instrument and found ise mid solution nozzle dispensing fluid directly to mix bar, buffer syringe sticking, and roller pump tubing required replacement. The fse determined the failure mode was due to faulty buffer syringe, roller pump tubing and alignment of mid solution nozzle. The fse replaced the buffer syringe, roller pump tubing and realigned mid solution nozzle which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. There is sufficient evidence to suggest that a component malfunction was the cause of this event. Section a4, a5: no patient demographic information (weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erroneous patient results for ion selective electrode (ise) which includes sodium (na), potassium (k) and chloride (cl) with low anion gap (agap)s, involving the au680 chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The exact number of patients affected was not provided.